Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a capsular tear on a patient's right eye during a laser assisted cataract procedure.

Manufacturer narrative:
A company representative visited the site to evaluate the system. Per the service request, the system met specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).